Event description:
During a lap chole procedure, the clips fell out of the jaw. Unknown if this was the first firing. There are a few clips left in it. Case completed by using new device. No pt consequence.